Event description:
During outpatient pulmonary rehabilition exercises on the schwinn dx900 stationary bike, the pt's foot slipped off the pedal, and the pedal hit their calf. Pt developed a large hematoma that was initially treated with cold compress, direct pressure, and elevation of the the limb (3pm). Pain and swelling progressed and pt went to an unaffiliated urgent care that evening, then to unaffiliated ER that night. A physician surgically drained the calf the next morning. The pt has not been ambulatory since the accident. Full event of injury to lower leg is unk as yet. May cause permanent disablity.